Event description:
It was reported that during a tuna procedure the hcp was unable to retract the needles of a tuna cartridge. The cartridge was removed from the pt with the needles extended. The procedure was completed using another cartridge. No injury to the pt was reported and no treatment interventions were required.